Event description:
Philips received a complaint on the efficia dfm 100 defibrillator monitor system indicating that the paddles were faulty. The device was not in use at the time of the event. No patient or user harm was alleged. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported to philips that the device needed the paddles to be replaced. There was no patient involvement.